Manufacturer narrative:
The insulin pump was received with intermittent button response during testing due to moisture damage on keypad traces. No button error alarm noted. The device passed the displacement, rewind, basic occlusion, and self-test. All operating currents are within specification. No unexpected blank display, constant tone, or unexpected vibrating noted during testing. It also had a scratched lcd window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display, was vibrating intermittently and had a constant tone. The blood glucose at the time of the incident was 202 mg/dl. Troubleshooting was performed; the display returned and the constant tone was cleared. The alarm history was checked and found the device had a button error alarm. The device was returned for analysis.